Event description:
The customer reported unexpected negative reactions with a patient sample containing anti-jka when tested on galileo using the ab_ID assay and capture-r ready-ID (crrid), lot id084. The sample did not react with 2 jk(a+) cells, the sample reacted with the remaining 5 jk(a+) cells of crrid, lot id084.

Manufacturer narrative:
The presence of the jka antigen was confirmed on retention crrid, lot id084. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.